Event description:
During follow-up, it was noted that the device had reached eri prematurely. Technical supports analysis revealed the devices battery depletion was normal for device settings.

Manufacturer narrative:
During analysis longevity calculations were performed and the battery depletion was normal. The device was tested on the bench, revealing no anomalies.

Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow-up, it was noted that the device had reached eri prematurely. The device was explanted and replaced. The patient is well.